Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 50 to 23 mg/dl at the time of the incident. The customer was at over 400 mg/dl at a restaurant before the low, they treated the high with multiple boluses, and then went low. The customer was between 70 to 100 mg/dl after being treated by paramedics. The customer used sugar, juice, and was given a glucagon shot plus intravenous fluids to treat the low. The customer experienced low symptoms such as coma. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed for the low. The caller stated the customer may have stacked insulin while treating for the high, or insulin may have pooled inside their skin and then got delivered all at once leading to the low. The customer also mentioned sensor calibration issues on a different occasion. The insulin pump will not be returned for analysis. Frn unk rsr, uno inf set.